Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a peritoneal infection ("abdominal cavity inflammation") coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced abdominal cavity inflammation, and was hospitalized; the specific inflammation site and specific treatment were unknown. At the time of this report, the patient was still in hospital and the patient hasn¿t recovered from the event. Action taken with pd therapy was not reported. No additional information is available.